Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that during routine follow-up, session records revealed an alert for low hv lead impedance and aborted shocks. Attempts to test the lead impedance were unsuccessful. The device was explanted and it is not known if the lead was placed out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.